Event description:
It was reported that pump generated ongoing malfunction alarms, touchscreen became unresponsive, and a black spot appeared in middle of touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support and no additional information was received regarding event outcome or any corrective actions taken.